Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0975 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during the process of tube placement, the nurse opened the package and found that there was one front-end buckle missing in the decompression sleeve, and immediately replaced the other set and proceeded to the next step. The tube placement went smoothly without any consequences.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during the process of tube placement, the nurse opened the package and found that there was one front-end buckle missing in the decompression sleeve, and immediately replaced the other set and proceeded to the next step. The tube placement went smoothly without any consequences.